Event description:
The customer contact reported the patient received more medication than intended. At 0600, channel b of the device was programmed to deliver an unspecified concentration of propofol at a rate of 20 ml/hr, with a volume to be infused of 100ml, and the infusion was started. The patient's blood pressure at that time was 171/90mmhg. At 0645, the nurse entered the patient's room and noted that the "whole 100ml bag was empty". The patient's blood pressure was 70/40mmhg. The patient was treated with an unspecfied bolus of normal saline. At 0700, the patient's blood pressure was "stable" at 140/85mmhg and it was reported that the patient responded "well" to the treatment. The device was removed from clinical service. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.